Manufacturer narrative:
B5: MDR code 2328.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 900 mg/dl, "panic attacks", and "mental damage"; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 6 days later. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600-900 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.